Event description:
It was reported that a patient presented on to the clinic with their right ventricular lead causing episodes of diaphragmatic stimulation. The lead was deactivated, capped, and replaced on (B)(6) 2022. The patient was stable throughout.